Event description:
The angled long saber attachment was sent for evaluation due to overheating while being tested by the service technician during a routine field service maintenance visit. There was no adverse consequences were reported.